Event description:
Customer reportedly obtained results of 176mg/dl and hi on the same device within 10 mins. Customer reports taking 6 extra units of novalog 70/30 insulin based on device results. No adverse event reported and no treatment rec'd. Qcs were reportedly used and fell outside acceptable limits. Requested return of suspect device and replacement was sent.